Manufacturer narrative:
The investigation determined that patient results from a single sample were obtained on a vitros 5600 integrated system that was associated with an incorrect patient name. Based on the information available, user error during manual sample programming is considered the most likely assignable cause of the event. There was no evidence that an instrument malfunction occurred.

Event description:
A customer reported that the result obtained from a single patient sample was associated with an incorrect patient name when run on a vitros 5560 integrated system. The mis-association of patient demographics may potentially lead to inappropriate physician action. The affected sample was not reported out of the laboratory as the customer identified the discrepancy prior to reporting. There was no report of actual patient harm as a result of this event. (B)(4).